Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm was difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: the patient states that it is difficult to use the pro.